Manufacturer narrative:
(B)(4).

Event description:
Procedure: cardiac surgery. According to the reporter: the reporting person said that the physician that the product broke (there was rupture of wire extension) during the surgery. The patient had bleeding and died after this. The patient information was not provided by the hospital. The issue happened in the immediate postoperative period. The surgery ended at 11:30 p.m. And the obit was verified at 1:30 a.m. The physician also reported that the wires appeared rotten. He also asked to the physician responsible for the team to try to perform the knot but the product broke. Yesterday he used a surgipro 7-0 and with no problem. He used a polypropylene wire 6-0 (from polysuture) and it worked normally. Day he used a surgipro 7-0 and with no problem. He used a polypropylene wire 6-0 (from polysuture) and it worked normally.

Manufacturer narrative:
(B)(4).